Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited a high out-of-range shock impedance measurement greater than 200 ohms. It was noted that shock impedance measurements were otherwise stable in the 50-60 ohms range. Technical services (ts) reviewed troubleshooting options. This rv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).